Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 3 patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. Patient 1 initial vitamin b12 ii result was 138.9 pg/ml. The repeat result was 238.1 pg/ml. Patient 2 initial vitamin b12 ii result was 97.68 pg/ml. The repeat result was 195.5 pg/ml. Patient 3 initial vitamin b12 ii result was 149.8 pg/ml. The repeat result was 257.5 pg/ml. There was no allegation that an adverse event occurred. The vitamin b 12 ii reagent lot number was 26420805 with an expiration date of 31-may-2018. Calibration was performed on (B)(6) 2017 and the signals for calibration 1 were lower than the expected values. The signals for calibration 2 were borderline to the expected values. This could suggest issues with calibrator or reagent handling at the customer site. Level 1 qc results were not provided from the day of the event. Level 2 qc results were within the acceptable range on the day of the event. No issues were identified during a review of the alarm trace. The field service representative (fsr) visited the customer site and checked the pipettors and adjusted the probes and the voltage of the probes. The fsr changed the syringe seals and cleaned the bead mixer washing station. The water reservoir and the filter of the water reservoir was cleaned. Liquid flow cleaning (lfc) is performed weekly. The customer only uses the system during working hours; the system stays in standby mode during the night with the reagents on it. The fsr cautioned the customer about reagent, calibrator and qc material handling. The customer¿s clotting time is lower than recommended (15 minutes where the manufacturer recommends 30 minutes) and the centrifugation speed seems too fast for too short a time (6 minutes at 3138 g where the manufacturer recommends 10 minutes at 1500 g). A specific root cause was not identified. A general reagent issue is not suspected. Possible root causes may be related to temporary foam or bubbles on the sample surface, tilted sample tubes in combination with wet tube walls or fibrin clots/strands caused by insufficient pre-analytical handling. An additional possible root cause may be related to insufficient maintenance.